Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a gastrectomy, the stabber of the trocar was broken and the knife appeared. The problem was noticed prior to use. There was no patient injury or harm. Current patient status is stable.